Event description:
During a routine phacoemulsification procedure the surgeon reportedly detected a corneal burn in the pt's operative eye. The pt required an add'l suture to close the incision. No other treatment was required.